Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that the customer accidently removed the rubber ring on the rack pushrod on the pump. Tandem technical support informed the customer that removing the rubber ring on the rack pushrod could damage the pump and interrupt insulin delivery. Customer's blood glucose level was 103 mg/dl. Customer reverted to manual dose injections for insulin therapy.